Manufacturer narrative:
Investigation eval: our eval of the returned used device could not confirm the report. The inner diameter of the returned used barrel of the device was checked with a minus pin gage. The pin gage would fit into the barrel correctly. There were two unused devices returned and both of the unused devices would accept the minus pin gages as well. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the most likely cause of this report is failure to follow the instructions for use. According to the report an olympus gif h260 endoscope was used with this device. The instructions for use states, "refer to package label for minimum channel size required for this device." The model of endoscope used for this procedure has a distal end with an outer diameter of 9.8mm. The label on the package for this device gives the appropriate endoscope outer diameter as 8.6mm-9.2mm. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a ligation procedure for esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. At the end of the procedure the distal cap [ligator barrel] detached from the endoscope. The ligator barrel was removed from the pt with an endoscopic net and the procedure was complete. The endoscope used in the procedure is not compatible with this device. A section of the device did not remain inside the pt's body. Other than the ligator barrel being removed the pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence. However, the physician reported this occurrence delayed the procedure and was stressful.